Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing or noise episodes. A lead integrity alert (lia) had also triggered due to non-sustained high rate episodes and short ventricular intervals. The patient was inappropriately shocked due to noise. Arrhythmia detections were turned off and the rv lead remains in use. The patient did not wish to receive therapies in the event of an arrhythmia due to their age and current quality of life. It was also reported that high thresholds had been observed on the right atrial (ra) lead. Output was increased to ensure capture and the lead remains in use. No further patient complications have been reported as a result of this event.